Manufacturer narrative:
The ge representative performed an on site investigation. The hard drive was re-imaged and the software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported, the system displayed a file system error message during the boot up of the system. No report of pt injury.